Event description:
The nurse reported the sys would not boot up. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The sys still would not boot up. The nurse stated the standby switch turns amber to blue but the sys will not shut off. The nurse has to unplug the sys. A sys was borrowed from another facility with an hour and a half delay in starting cases. No pt injury was reported.

Manufacturer narrative:
The company svc rep examined the sys and replaced the host module and touchscreen. The sys was then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).